Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37mm 12 mm dw tip enterprise vascular reconstruction device (product code enc453712, lot number 9616878) was impeded in the microcatheter hub of a prowler select plus 150/5cm (product code 606s255x, lot number 31649881) and could not be advanced further. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 24-dec-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There were no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x37mm 12 mm dw tip enterprise vascular reconstruction device (product code enc453712, lot number 9616878) was impeded in the microcatheter hub of a prowler select plus 150/5cm (product code 606s255x, lot number 31649881) and could not be advanced further. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 24-dec-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x37mm 12 mm dw tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and high amounts of dried blood were surrounding the stent, distal end of the delivery wire, and distal end of the introducer. No damage was observed. The enterprise system was flushed with a lab sample syringe; however, high resistance was met due to the dried residues. The enterprise was soaked in lukewarm water for 24 hours; however, the dried blood residues did not dissolve. The enterprise system could not be advanced nor retracted. A device history record (DHR) was performed, and internal actions were identified. The issue reported regarding the enterprise system being impeded in the proximal end of the microcatheter could not be evaluated since the dried blood prevented proper testing. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.